Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The field service engineer (fse) reviewed the logs and found clinical cases performed after the customer complaint; no errors were found on the following cases. The fse spoke with staff and no issues were reported; the staff reported that the system was performing as expected. No site visit was required.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the procedure was converted to an open laparotomy due to patient's anatomy. The procedure initially started as a robotic procedure, recoverable system errors did occur, but the procedure was able to be continued robotically with no further system issues. The surgeon then decided to convert to an open laparotomy due to the patient's anatomy and tumor characteristics. It was noted the open approach would be more beneficial to the patient, and this procedure does have a high probability of conversions prior to the start of the procedure. The procedure was completed open. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.